Event description:
The reporter contacted animas on (B)(6) 2013 alleging elevated blood glucose (bg) of 540 mg/dl without significant symptoms suggestive of hyperglycemia the prior week resulting from a cancelled bolus. The patient stated he treated the elevated bg with a bolus via the pump, but had no details regarding this bolus. The patient stated he was unable to discuss further at the time of the call and would call back to troubleshoot the pump with customer support. Customer support made several attempts to contact the patient in follow up to troubleshoot the pump; however, the patient did not respond. The patient continued to use the pump for insulin delivery at the end of the call. This complaint is being reported because the patient alleged elevated bg resulting from a cancelled bolus of unknown origin due to troubleshooting not being able to be completed on the subject pump.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: the pump powered on with audible and vibratory sounds. The pump successfully performed a 10 unit audio and 10 unit normal bolus. Both boluses were accurately recorded in the pump history. There were no cancellations of boluses during the investigation. The pump was exercised for 29 hours and was found to be delivering within the required specification. Investigation was unable to duplicate the reported complaint.